Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was reported by a diabetic nurse educator at (B)(6) hospital, the patient experienced inaccurate cgm values. The patient was hospitalized for previous medical conditions (cerebral palsy, down syndrome, seizure disorder) and was unresponsive. The patient wears the dexcom system during her hospitalization and the system is evaluated for 20% accuracy daily. On (B)(6) 2023, while checking the g6 accuracy, the cgm displayed 164 mg/dl; however, the patient¿s bg was 16 mg/dl. The patient was treated with an injection of glucagon and IV dextrose 10%, 25 mg. There was no report of symptoms associated with the patient¿s hypoglycemia and it was alleged her responsiveness was associated with her comorbidities. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.